Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(4), batch: 2000016374.

Event description:
It was reported that the patient was experiencing pain at the pocket site. The patient underwent an explant procedure and the explanted devices were not returned.